Event description:
It was reported that during a laparoscopic sigma procedure, the device did not staple but cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device cut but did not staple correctly. Staples were present but unformed. Bleedings occurred (amount unknown). No erythrocyte concentrates were administered. They took a new reload and fired with the same instrument to manage the problem and now the instrument worked properly. Patient is fine. The surgeon mentioned that the theatre nurse removed the staple retaining cap of the cartridge and then reloaded the instrument. It is unknown if this might have influenced the reported event.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.